Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The requested data files have been received for investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant sodium results on the rp 500 compared to another siemens lab analyzer. There was no report of injury due to this event.

Manufacturer narrative:
There is evidence of na+ sensor disturbance from interference associated with exposure to quaternary ammonium compounds (such as benzalkonium or chlorhexadine) starting on (B)(6) 2018 at 9:07 am on rp500 sn (B)(4). Several "sodium interfering substance detected" messages were posted in the events log during this time frame. This also caused na+ sensor calibration failures, question values during this time frame. Per the rp500 operators manual, these substances are known interfering substances to the rp500 na+ sensor and should be avoided.